Manufacturer narrative:
Failure analysis confirmed that the insulin pump had unresponsive button due to corroded/moisture damage keypad trace. No button error alarms occurred. There was also no moisture damage found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 180 mg/dl. The customer stated the insulin pump was exposed to rain water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.